Event description:
Removal of dental implant. The clinician identified the reason of removal as mobility.

Manufacturer narrative:
The implant was not fractured. The implant was examined under 20x magnification and no thread defects were noted.